Event description:
Caller (customer's home attendant) reported that due to a delivery issue, the customer did not receive his lancing device and was therefore unable to test. It was further reported the customer experienced symptoms that were described as "fatigue, dizziness, irritability, and weakness" and that on (B)(6), 2013, at 10:45am, he experienced a "convulsion" (seizure). Caller was present at the customer's home during the time of the medical event and she treated the customer with "1 sugar pill". No third-party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue, hence no product investigation will be undertaken. Note: the device manufacture date for the reported lancing device is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.